Event description:
On (B)(6) 2012, a physician's office reported that their handheld device would not pass the screen alignment screen. Troubleshooting was performed: the screen was cleaned, a hard reset was performed, the flashcard was reseated, another hard reset was performed, and the stylus was used; however, the screen would not align. The issue began on (B)(6) 2012. The physician was able to use another programming system successfully. The handheld device was returned on (B)(4) 2012 and is currently undergoing product analysis.

Event description:
Product analysis for the returned handheld device and flashcard was approved on (B)(6) 2012. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility during start-up. The cause for the anomaly is associated with debris that was trapped under the top cover. Once the screen was cleaned, no further anomalies associated with the handheld were noted.

Manufacturer narrative:
Other: na.